Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(6). Clinical adverse event received for dislocated left total hip. Event is serious and is considered severe. Event is definitely not related to device and definitely related to procedure. Treated with closed reduction / manipulation. Doi: (B)(6) 2009 ; doe: (B)(6) 2016; (left hip). An alert email for the continuation of the same clinical event of dislocation was also received. Revision has taken place due to dislocation on (B)(6) 2018.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.